Event description:
A report was received that the patient was having difficulty charging ipg. The patient will undergo a battery replacement.

Event description:
A report was received that the patient was having difficulty charging ipg. The patient will undergo a battery replacement.

Event description:
A report was received that the patient was having difficulty charging ipg. The patient will undergo a battery replacement.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The ipg was replaced per physician's preference. The patient was doing well after the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.